Event description:
The licox ip2p and camino 110-4l were implanted on (B)(6) 2015. Early morning on (B)(6) 2015, the camino jumped to a reading of 304mmhg and there was no waveform. There was no patient injury reported however revision was required. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation on 08/04/2015. The investigation included: evaluation of actual device, review of device history records, review of complaints history. Results: the customer returned catheter serial number (B)(4); it is belonged to lot 305000323605, mfg date 02 feb 2015 and will be expired on 31 mar 2017. A review of batch history record indicates that the catheter met requirements before released to finished goods. (B)(4). Conclusion: the reported customer complaint is verified. The root cause of the reported customer complaint is due to optical fiber breakage. The root cause of the optical fiber breakage is not known. The type of optical fiber breakage (clean break without damage to the catheter body) could be an indication of a potential flaw within the glass optical fiber at the breakage location. Visual inspection (high magnification) of the catheter body at the optical fiber separation point did not exhibit any evidence that the separation was induced by the end user.